Event description:
Patient undergoing hysteroscopy using the hta system -hysteroscopic thermal endometrial ablations system. At approximately 9 minutes 15 seconds into the procedure, water was noticed and thought to be leaking from the disposable tubing. Patient sustained 2nd degree burn.